Manufacturer narrative:
It was reported that the patient's first metatarsal was fractured during a bunion procedure on (B)(6) 2023. A longer revision plate was used to address the fracture. Feedback from the surgeon indicates the patient had osteoporotic bone quality. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as they remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause of what was reported is the patient's osteoporotic bone. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the patient's first metatarsal was fractured during a bunion procedure on (B)(6) 2023. No other patient outcomes were reported as a result of this event.